Event description:
The surgeon performed a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and kinetis cr implants. A checkpoint was left in the pt following the surgery. While the pt was still under anesthesia, the pt was moved back to the operating room and the checkpoint was removed.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. Removing hardware is the responsibility of operating room staff; therefore, the device was not the cause of this issue. The checkpoint is a sterile device and is manufactured from implantable grade material. The investigation is currently ongoing, and a supplemental report will be filed if additional info is obtained.